Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced insulin flow blocked alarm event on 9-feb-2026. The blockage was in the tubing. The blood glucose level was high and the patient also had ketones.